Manufacturer narrative:
Corrected describe event or problem from "the hospital did not report any patient effects" to "there were no patient involvement". Corrected patient codes from "no consequences or impact to patient" to "no patient involvement" internal complaint number: (B)(4). Autonumber: # (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 insufflation port broke. A replacement device was used to complete the procedure. There were no patient involvement.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 insufflation port broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the facility for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Signs of blood was observed to be on and in the tunnel of the btt device. The valve was returned detached from the short port. A mechanical evaluation determined that the balloon was completely intact, there were no signs of leakage or puncture. No other defects were observed. A microscopic inspection was conducted. Signs of tissue was observed in the tunnel of the btt device. Based on the condition of the device and the results of the investigation, the reported failure "break; valve" is confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 insufflation port broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.